Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl, a fall, and "was found unconscious in [their] apartment with multiple broken bones in [their] foot, and a shattered knee cap"; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin; "a total of 9 different drips due to organs shutting down" (cause was not known and nature of "drips" was not provided), resolving the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in hospital at time of report so no release date could be obtained.